Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records could not be performed as no lot number information was provided. The device(s) was not returned. Consequently, direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no conclusion can be drawn. All information has been placed on file for use in tracking and trending.

Event description:
In the literature article, "the central shunt: aortopulmonary gore-tex shunt" (seminars in thoracic and cardiovascular surgery, vol 2, no 1 [january], 1990: pp34-45; (B)(6) m.d.,(B)(6) m.d., (B)(6) m.d.) The patient received a ptfe shunt at age (B)(6) which clotted within 2 days. The central shunt was revised.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Date of event - (B)(6) 1990.